Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal intervention. Reportedly, a suture break occurred. A second proglide device was attempted; however, a suture break occurred. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.